Event description:
It was reported that the patient presented to the hospital after hearing an alarm. During follow up, the physician noticed oversensing noise on the electrogram while the patient was moving their arm. In addition, non-sustained ventricular tachycardia (vt) episodes, sudden increased impedance, and an overall increase in short interval counts (sic) were observed. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that beginning (B)(6) 2014, the ventricular sensing integrity counts up to 780; with non-sustained ventricular tachycardia (vt) episodes with evidence of lead noise oversensing. Beginning (B)(6) 2014, the rv pacing impedance measured 1406 ohms; which increased from trend of approximately 700 ohms. The impedance continually rose up to 1425 ohms on (B)(6) 2014. The rv lead integrity warning occurred on (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate episodes.